Event description:
It was reported that a malfunction identified as malf 1 occurred with the pump, which could not be reset. The impact on the customer¿s blood glucose level was unknown, as the customer declined to answer whether it exceeded 500 mg/dl. Customer reverted to manual injections for insulin therapy.